Manufacturer narrative:
Device history record review. Upon receipt at boston scientific's post market laboratory the device underwent visual inspection. Upon inspection, it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation in the left atrial pulmonary vein a faradrive steerable sheath clear was selected for use. The sheath hemostasis valve was not sealed and there was air when withdrawing. There was no leak observed. No air was observed in the faradrive steerable sheath clear. No damage was noted to the faradrive steerable sheath clear or dilator. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation in the left atrial pulmonary vein a faradrive steerable sheath clear was selected for use. The sheath hemostasis valve was not sealed and there was air when withdrawing. There was no leak observed. No air was observed in the faradrive steerable sheath clear. No damage was noted to the faradrive steerable sheath clear or dilator. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis